Event description:
It was reported that there was a knocking noise on active suction. There was no backup device available to complete the procedure. No patient injuries reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported incident. Visual inspection of the returned controller found that there were no visual or physical discrepancies with the device. The returned device was tested using a known good compatible wand which was found to perform as intended. The sd card information was downloaded and the information shows the following error/s: error code 5 - multiple buttons or foot controls have been pressed simultaneously error code 6 - wand has been disconnected error code 11 - wand has passed its expiration date the complaint was verified and the root cause was determined to be due to normal wear and tear. Factors which can lead to noise issue include: the saline tube may have been loaded incorrectly causing the saline tube to vibrate more causing the motor to run loader than normal. Normal wear of the device as a result of consistent use over time. There were no indications to suggest the device did not meet product specifications upon release into distribution.